Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure treating a varicocele using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then experienced resistance while retracting a ruby coil to reposition it, and consequently the ruby coil unintentionally detached within the lantern. The physician therefore removed the lantern with the ruby coil inside from the patient. The procedure was then completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.